Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00297.

Event description:
This is 1 of 2 reports. A customer reported that the a1059 mayfield modified skull clamp was observed to have lost tension when drapes were removed at the end of a posterior fossa craniotomy procedure on (B)(6) 2020. It was observed that the clamp was no longer secured and the pin was disengaged. The patient's head slipped, causing a full thickness abrasion which required stitches.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was returned for evaluation. The DHR documentation showed no abnormalities related to the reported failure. Upon evaluation, no issues related to the reported complaint were observed. The lock was found to have rotational movement. However, when the unit was properly positioned and put under pressure, the unit will function properly. The reported complaint was not confirmed. Linked to mfg. Report number: 3004608878-2020-00195.

Event description:
N/a.